Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis initially confirmed that the device did not have telemetry. When the device was opened for analysis, telemetry functionality returned. The no telemetry condition appears to have been triggered by a por (power on reset). Upon inspection it was found that the device had a firmware error/message code and the device was damaged during analysis.

Event description:
It was reported that during the implant procedure ICD interrogation could not be be performed. The device was not implanted but rather another device was used. No patient complications have been reported as a result of this event.